Event description:
It was reported that this procedure was to treat a lesion located in the moderately tortuous, distal left anterior descending artery (lad). After the guiding catheter was placed to the ostial of the left main (lm) with good support, two balance middleweight universal ii (bmw) guide wires were advanced to the distal lad and the first diagonal. A total of three xience v stents were deployed from the lm to the distal lad and after post dilatation was performed successfully an attempt was made to advance intravascular ultrasound (ivus) through the lad over the bmw universal ii guide wire; however, strong resistance was felt. After retraction of the bmw universal ii guide wire and the ivus catheter together as a unit from the patient, the guide wire was observed to be separated at the location of the polymer junction on the guide wire. The patient was stable through the procedure and no adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The guide wire separation was able to be confirmed. The reported resistance was unable to be tested due to the guide wire separation. Based on a visual, dimensional, and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.